Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was over delivering during bolus. Customer's blood glucose was 40 mg/dl. Customer treated low blood glucose with food and blood glucose went up to 112 mg/dl. During troubleshooting, customer reported that reservoir was showing the same amount of insulin as shown on status screen. Customer reported to have had a cold. Customer also reported to have received the drive support cap letter and requested for insulin pump to be replaced.